Event description:
Complainant alleged that the devic e intermittently displayed a "pacer fault 1017", "defib fault 78" and "internal dump overload" messages. Complainant did not indicate that there was any pt involvement in the porter malf.